Event description:
The hcp reproted that the patient was experiencing a lack of efficacy. At refill in 10/2004, a volume discrepancy ws noted expected reservoir volume was 3 ccs actual reservoir volume was 18 ccs. At the next refill, the same thing occurred. No further troubleshooting was performed. The patient is currently following up with a differnet hcp.